Manufacturer narrative:
(B)(4). Neither device nor images were returned.

Event description:
It was reported that a patient underwent posterior spinal fusion surgery at levels t-8 to l-4 implanted with rod. The rod broke just above bottom two pedicle screws at roughly the l-3 level. The patient had an extreme global kyphosis that stressed the rod. The revision was done after the patient reported low back pain. The broken rod was bridged with a new larger diameter rod from roughly l-5 to t-12. There was no adverse events reported since the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.